Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump was received with a open book image. Unable to confirm / not confirm unresponsive keypad buttons and pump error 35s due to the open book image. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the open book image. The case was cut open. There is corrosion in/around the following: keypad flex cable terminal; pcba1--j6, j1; outside of the motor sleeve. In summary, the customer¿s report of a critical pump error was confirmed during testing. The critical pump error (open book image) is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump error 35 (a broken force sensor was detected during seating or regular delivery), open-book image, buttons were unresponsive, the pump was exposed to moisture, a leak in the reservoir and an issue with software. The blood glucose value at the time of the event was 273 mg/dl. The customer was treated with an insulin pen. The event involved product(s) mmt-1884, mmt-78893-01, mmt-431ag, mmt-332a, mmt-6102. Troubleshooting was performed for a critical pump error, and the customer found no damage to the pump. Troubleshooting was performed for fluid in the pump, and the customer found that the fluid was under the reservoir compartment. Troubleshooting was performed for the reservoir leak, and the customer reported that the leak was in the past 2nd o-ring. Troubleshooting was performed for display issues, and the customer reported that there was no damage to the battery cap contacts or compartment springs. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was partially performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-78893-01. No product return is required for mmt-431ag. No product return is required for mmt-332a. No product return is required for mmt-6102.